Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 524 mg/dl. Bg level was corrected with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.